Manufacturer narrative:
A false elective replacement indicator message was reported to abbott but could not be confirmed. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. A manufacturer representative met with the patient and confirmed the battery voltage to be 2.93v.